Event description:
It was reported while using bd microlance¿ stainless steel needles the needle pulled free from the hub and epoxy was found on the hub. The following information was provided by the initial reporter: in connection with the 1st stitch with the affected needle, the needle detaches from the plastic cone. It loosens when the cannula is pulled out after injection. The needle remains in the patient's occiput. Needle protruding from the area could then be removed with the fingers.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿ stainless steel needles the needle pulled free from the hub and epoxy was found on the hub. The following information was provided by the initial reporter: in connection with the 1st stitch with the affected needle, the needle detaches from the plastic cone. It loosens when the cannula is pulled out after injection. The needle remains in the patient's occiput. Needle protruding from the area could then be removed with the fingers.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29mar-2022 h6: investigation summary a device history record review was completed for provided material number 304000 and lot number 211019. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The sample showed a lack of epoxy (the adhesive used to join the cannula and the hub components), which would cause the cannula to become separated from the hub. In the pictures provided, a drop of epoxy is observed on the lateral part of the hub. This shows that the cannula was not properly attached to the hub because the epoxy was not dosed to the correct location during the assembly process.